Event description:
Pt with extensive tenosynovitis, fpl (flexor pollicis longus) rupture and abrasion of fds (flexor digitorum superficialis) to the ring finger was treated with a va-lcp distal radius plate and screws on an unknown date. Fracture healed and pt was scheduled for a planned hardware removal. During hardware removal on (B)(6) 2012, it was noted that of the distal row of screws, one screw was very loose, a second screw backed out and a third screw was not fully tightened and created a sharp distal edge. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the investigation process. Investigation is on going; no conclusion could be drawn.